Manufacturer narrative:
(B)(4) date sent: 10/6/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify what was meant by, ¿stapler´s load did not work in an effective way, resulting in an interruption in the fifth firing?¿ the stapler did not work. It seemed as the battery had ending and the firing did not happen. When there was interruption in the fifth firing, did the device deliver any staples? As the firing did not happen, the staple line was not formed. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. When there was interruption in the fifth firing, did the device cut? The firing did not happen. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. When there was interruption in the fifth firing, was there any difficulty opening the device? Yes. The surgeon reported he tried opening the device many times, but he only could open it when he used additional force. If yes, how was the device removed from the patient? When this force was applied the surgeon could open the device and removed the trocar from the patient normally. If yes, did the jaws eventually open? The jaws opened after the additional force applied. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Load erc60b. Was there any patient consequence or change in the post-operative care of the patient as a result of making more tissue resection during the sleeve? As the tissue was damaged, the surgeon had to do a bigger resection, but accordingly him it did not cause any injury for the patient. For safety, the surgeon preferred maintain the patient in the hospital for 2 more days, but no intercurrence and the patient is fine.

Event description:
It was reported by the affiliate that during a gastroplasty sleeve procedure, the stapler's load did not work in an effective way, resulting in an interruption in the fifth firing. The surgeon had to replace the stapler and made more tissue resection during the sleeve. There were no adverse consequences for the patient. One device will be returned. (B)(4).